Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Analysis of device image indicated an increase in pacing output settings as well as autocapture was enabled during implant period. When automatic settings are programmed, such as autocapture, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Further analysis performed found no anomaly. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, that the patient presented in clinic for follow up. Upon interrogation, it was noted, that the pacemaker was exhibiting premature discharge of battery. The pacemaker was explanted. And new pacemaker was implanted. The patient was in stable condition.